Manufacturer narrative:
No complaint was received with the return of this device. Failure event was observed during analysis. A partial lead measuring 29.8 cm was received. Final analysis found external insulation abrasions at 12.8 cm to 13.4 cm, 13.5 cm to 13.8 cm and 14.6 cm to 15.4 cm from the distal tip consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.